Event description:
Thrush ¿ vaginal [vulvovaginal candidiasis] tampon top broken [device breakage] case narrative: consumer reported via email that the tampons were broken when she removed them. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.